Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Acetabular component loosening.

Event description:
Asr revision; asr xl - left hip; reason(s) for revision: component loosening; pain; dislocations (not arising from a traumatic event); alval/soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - left. Reason(s) for revision: component loosening - cup component, pain, dislocations (not arising from a traumatic event) and alval / soft tissue reaction. Enquiring into which component became loose. (B)(4). Update: added which component became loose. Received: april 26th 2013. Update - marked as legal, added kid number, added additional hospital and additional surgeon taken from (B)(6) email dated 7th may 2014. Update received: 6th august 2014 - removed n/a from patient ID, scf and amended implant date: (B)(6) 2008.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4) reason for original complaint: asr revision, asr xl - left, reason(s) for revision: component loosening - cup component, pain, dislocations (not arising from a traumatic event) and alval / soft tissue reaction. Enquiring into which component became loose. (B)(4). Update: added which component became loose. Received: april 26th 2013. Update - marked as legal, added kid number, added additional hospital and additional surgeon taken from (B)(6) 2014.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: revision of the device has been reported and there was no allegation that the device was a contributor to this event. No explanted devices have been received in respect of this patient for analysis. Manufacturing records have been reviewed and the device(s) met specification prior to placing on the market. If further information is received indicating that the device was a contributor or there is an alleged deficiency of the device then this event will be re-opened for evaluation. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.